Event description:
During implantation of a distractor, two screws being inserted into partially predrilled holes with a ratchet screwdriver broke off at the screw heads. The threaded portion of the screws were unable to be removed and were left in the patient's bone. No secondary surgery is scheduled for screw removal.

Manufacturer narrative:
The devices were optically assessed and stereoscopically investigated in the lab. The stereo microscopic investigation revealed a tensile crack due to mechanical overload. Further observation determined there were no indications of material or manufacturing defects discovered. Product device history records were also reviewed based on the lot number provided and revealed no abnormalities. The results of the investigation conclude that the root cause for breakage was due to a mechanical overload on the device. If further information can be gathered that can add value to the contents of the investigated report, an additional follow-up report will be submitted.